Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6. Device photographs for the device related to the reported event of rupture were reviewed on (B)(6) 2022. Visual analysis of the photographs identified one extended opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Device was explanted.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.